Event description:
It was reported that a set screw was unable to be tightened to the device header during the implant procedure. The device was explanted and replaced to resolve the event, and the patient was in stable condition.

Manufacturer narrative:
The reported event of loose or intermittent connection was confirmed. A visual inspection of the device revealed one of its setscrews was in horizontal position due to being turning counterclockwise too far out during implant preparation. This caused the setscrew to come off the setscrew port. Septum debris was also found in one of the setscrews inset. After removing septum debris and replacing the damaged setscrew, the leads were able to be tightened without any issue. Electrical and mechanical tests performed including lead impedance and output verification revealed no functional issues.